Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The distributor went on site to evaluate the device. It was determined that the main printed circuit board (pcb) needed to be replaced to resolve the error issues. The distributer replaced the part to resolve the issue. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator displayed an unresolved ventilator inoperable, motor, and xdcr fault alarm during use on a patient. The customer reported that there was no patient harm and the patient was transferred to a back up device.

Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was found to be solenoid failure. All transducers were calibrated and ventilator meets manufacturer's specification.